Event description:
Report received of a port-a-cath clotting due to pump alarms. It was reported that the pump was alarming with an unspecified alarm alert. Blood had reportedly backed-up into the pt line of a port-a-cath making the line inaccessible. The customer contact reported that the line required administration of an unspecified dose of tpa to re-gain access to the line. After the tpa was administered, the customer reported that the line was functional. The pt did not experience any adverse effects from the reported event. It was not reported what was infusing in the IV access. No further info was available.